Manufacturer narrative:
The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that there was no equipment malfunction was reported. Customer requested data dump to verify nurse keystrokes concerning having notated that she rapidly pushed 2 units of blood simultaneously at a high infusion rate. Clinical manager wants to compare actual keystrokes to what was notated, as the nurse is confused as to why she notated such, and feeling as though she actually infused at proper rate. There was no patient harm.

Event description:
It was reported that there was no equipment malfunction was reported. Customer requested data dump to verify nurse keystrokes concerning having notated that she rapidly pushed 2 units of blood simultaneously at a high infusion rate. Clinical manager wants to compare actual keystrokes to what was notated, as the nurse is confused as to why she notated such, and feeling as though she actually infused at proper rate. There was no patient harm.

Manufacturer narrative:
The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of programming error. Based on the crb review and the limited information provided no further investigation actions will be performed.